Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drops were seen at the end of the tubing during the fill tubing step. It was noted that there were air bubbles in the luer lock. Reportedly, the customer refilled the cartridge due to using too much insulin when priming out the air bubbles and experienced a cartridge alarm 5 during another fill tubing. The customer's blood glucose level was not impacted. It was noted that the customer changed the cartridge.